Manufacturer narrative:
Compromise force sensor alarm during the basic occlusion test due to protruded loose drive support disk. Unable to perform the occlusion test due to compromise force sensor alarm. Insulin pump received with missing end cap sticker, cracked reservoir tube lip, minor scratched display window.

Event description:
*It was reported via phone call, that the customer received a compromised force sensor system alarm. It was also reported that the dome label sticker is missing. Customer's blood glucose level at the time 478 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.